Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ligation and transection of the appendix on a laparoscopic appendectomy, the surgeon was able to press the green button the stapler was not able to fire. A device with thread was used to complete the case. There was no patient injury.